Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly, 43-micron filter, motor blower assembly, stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked.